Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a remote follow-up, non-sustained ventricular fibrillation episodes were observed. A fluoroscopy examination was performed and externalized conductor wires were seen near the right ventricular (rv) coil. The rv lead was capped and replaced with no adverse consequences to the patient.